Event description:
It was reported that there was a shocking or jolting sensation. It was noted that about three weeks prior to the report the patient told her caregiver that the device didn¿t work. It was noted that the patient told the caregiver how she had tried it and couldn¿t ¿get it to raise up or turn on.¿ it was reported that the patient wanted to show her so she connected the implant to the patient programmer and it was set at 4.5 volts. The reporter stated that the patient turned the device on and it felt like someone sent an electric shock up her vagina and it hurt. It was reported that the patient kept trying to push the minus to turn it down and finally it did go down some. It was noted that the patient was ¿scared to death¿ and called her healthcare provider. It was reported that the pain continued for about a week after, even though she had turned it down. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v361580, implanted: (B)(6) 2010, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).